Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the usb cable overheated and melted while charging. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer was able to charge the pump with an alternate usb cable.